Manufacturer narrative:
Bec identifier for this report is (B)(4).

Event description:
Customer called on (B)(6) 2011 reporting of a clear leak in the flowcell area of a beckman coulter lh 750 hematology analyzer while running latron primer. Customer reported that no injury was attributed to this event and there was no change to patient treatment or results. Customer was wearing proper personal protective equipment at the time of the leak and was not exposed to the leak. Field service engineer (fse) was dispatched and found that the sample line had come off the bottom of the flowcell and diluent had leaked from flowcell to the front of the instrument. Fse reattached the line to the flowcell and rearranged the tubing to release stress on the connection. Repair was then verified as per established procedures.